Manufacturer narrative:
The issue may be crossed air and water lines based on the description of the issue. This will cause a clog in the unit and lack of air and / or water in the line based on historical returns. Device was not returned to manufacturer.

Event description:
Dentist reported while using the pwr air polisher it was damaging the tissue on gums